Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Contact reported the customer had been waking up with elevated blood glucose (bg) levels in the 300's mg/dl . Contact reported trace/small ketones and states they were treated with insulin and water intake. The customer's health care professional has requested a change of carb/ratio and basal settings to treat the elevated bg's.